Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s brother reported via phone call that the customer experienced hyperglycemia and no delivery alarm. The customer blood glucose level was 512 mg/dl at the time of incident. The customer was assisted with troubleshooting and declined for high blood glucose. Customer stated insulin exited at the quick release. Customer stated the cannula was not bent. The insulin pump will not be returned for analysis.